Event description:
It was reported that balloon rupture occurred. A 1.50mm x 12mm emerge balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was good post procedure.